Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the af procedure, the hemostatic valve leaked fluid immediately upon inserting the sheath into the patient's body. The introducer was replaced, and the procedure was completed without any adverse consequences to the patient.